Event description:
The surgeon reported that the pt underwent revision surgery on 7/8/98. The surgeon reported that the lead wire of the electrode array was pressed against "the bony wall"; there was a cholesteoma found in the mastoid, and the tympanic cavity was filled with inflamed mucosa. The cholesteoma and inflamed tissue were removed. During this process, the electrode array moved out of the cochlea. The array was partially reinserted and the electrode array was fixed in place. This event had not been reported to cochlear corp previously. F/u info has been requested.